Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Customer concern: when the piston was pulled and air was inserted in order to use the reservoir, it only moved to 2 ml. When the needle cap was removed and the inner white part was removed to strongly urge the inner cylinder, transparent rubber-like parts appeared. We do not know what the structure is and whether it is a defect, but we would like you to confirm whether or not the insulin can be refilled normally. Evaluated 1 open/used reservoir (no clear liquid inside barrel) transfer guard not returned. A visual inspection was performed using appendix e; checked o-rings,septum and stopper groove for defects and none was found. Using a new lab transfer guard, performed pre-fill test appendix c. Found no occluded and no air bubbles during analysis. Per dop114-811doc. Conclusion: reservoir passed per pre-fill test; no occluded and no air bubbles and no physical o cosmetic anomalies were found during test. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. The information that provided with the initial report was incorrect. The correct information has been included with this report in b5 section.

Event description:
Information received by medtronic indicated that the customer reported that the piston was pulled, the air was inserted in the reservoir, and it moved to 2 ml only. No further details were provided. Troubleshooting was not performed. No harm requiring medical intervention was reported. The customer will discontinue the use of the device. The reservoir will be returned for analysis.

Manufacturer narrative:
(B)(4). Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.